Event description:
It has been reported to philips that the allura system failed to boot up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, , the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed reported issue. Upon functional testing fse identified x213 supply to the injector device draws a short to the circuit - confirmed that the injector unit was blowing the m-cabinet f15 fuse and disconnecting the port. The fse suggested for checking the injector with third party supplier until that fse disconnected the injector power supply and reset all the ports in sib, md mpdu and crcb. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.